Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j500 connector on the belt node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt failed an ECG fall-off test.